Event description:
A customer contacted beckman coulter regarding a falsely low accu tnl result from a patient that was generated by the access 2 instrument. The customer indicated that the patient was being monitored using troponin (accu tnl) due to a previously elevated accu tnl that was above the ami cut-off. In feb 2005, the patient had an elevated accu tnl result (from sample #1) of 1.86ng/ml. The following morning, a new sample (#2) was collected from the patient for accu tnl. The accu tnl result from sample 2 was 0.00ng/ml. The customer ran qc1 and qc2 after the low accu tnl result from sample #2. The qc results had "no value" results and were accompanied by an instrument flag. The customer loaded a new accu tnl reagent pack on the instrument and retested sample 2 for accu tnl. The repeated accu tnl result was 1.29ng/ml. The customer believes this value is the correct result based on the patient clinical history. Later that morning, a new sample (#3) was collected from the patient and tested for accu tnl. The accu tnl result from sample 3 was 1.09ng/ml. No additonal event information was provided by the customer. There has been no patient injury that can be attributed to this event.